Manufacturer narrative:
Incision sutured. Evaluation: a lens work order search was performed and no similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, a specific root cause of the event could not be determined. It should be noted that the lens, injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reported stated the surgeon inserted and removed a micl 12.6 implantable collamer lens in the patient's left eye (os) in 2009. The lens flipped upside down during insertion into the eye. Lens was removed and a incision enlargement and a suture were required. No patient injury. Another same lens model and size was implanted. Lens was discarded.